Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2014 with the following findings: a review of the pump black box data revealed losses of prime associated with low non-zero forces and zero forces. A loss of prime was not duplicated during testing. The force sensor calibration reading was within specifications. The pump case was removed and the trace on the force sensor flex was cracked at the pin. No evidence of moisture ingress was found. Unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime event had occurred 3 or more times with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.